Manufacturer narrative:
Received one (1) used list #ch-14, chemoclave® vented bag spike attached to one (1) used list #unknown, 0.9% sodium chloride 250ml bag. As received, the air vent filter appeared to be partially wetted out around the edges. A pink residue was also observed around the bond between the vent cap and the spike. No other visual defects or anomalies were observed. The ch-14 was leak tested according to specification to replicate clinical use. Despite the edges of the filter appearing damp, no leakage was observed from the filter or vent cap/spike bond. The complaint of "leakage from the air vent" can be confirmed due to the condition of the filter upon receipt. However, it could not be replicated. The probable cause is due to a temporary or permanent loss of hydrophobic properties due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event involved a chemoclave vented bag spike where it was reported there was "leakage from the air vent." The issue was noted during infusion of doxorubicin. Device was not reprocessed/ re sterilized. The chemo leaked but it didn¿t come into contact with the patient or healthcare provider. The spill cleaned up per facility protocol. There was no specific damage noted on the device. There was no problem after replacing the sample. There was patient involvement, but no adverse event/patient harm and no delay in critical therapy.